Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (bent pins or damage e-belt connector) was confirmed due to the black pulse wire being cut in the trunk cable. The belt did not pass falloff testing. The root cause for the cut cable was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt had bent pins or damaged e-belt connector.